Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched.

Event description:
It was reported that during the implant procedure, there was high thresholds. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.